Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10h23052 and h10i24066 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of touch contamination and peritonitis with culture positive for hemolytic streptococcus in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the patient reported the following. On an unreported date, touch contamination occurred as reported by the nurse, according to the patient. On (B)(6) 2011, the patient experienced peritonitis manifested by pain which he experienced "over the weekend" and went back to his dialysis clinic for that reason. The patient was sent home with unspecified medications that he was told to put in his bags until (B)(6) 2011 for the peritonitis. The outcome for the touch contamination was unknown. The peritonitis resolved on an unknown date in 2011 and pd therapy was ongoing. The reporter did not provide an opinion of causality for the events of touch contamination and peritonitis.